Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found that the vacuum/drain line was cloged. Fse flushed out the line with bleach to resolve the issue. (B)(4).

Event description:
The customer reported a contained leak of three milliliters (3 ml) unknown fluid from the cap piercer on their unicel dxc 600 pro synchron system. There were no injuries related to the incident. The operator wore a lab coat, gloves and eye protection while operating the instrument. There were no erroneous results generated.